Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient is exploring options to replace battery with intellis. Their restore was implanted in 2017. The rep discussed with the patient the effects of allowing battery to enter overdischarge state, and encouraged them to keep it charged even in periods of time that they are not using it. Now that the por is cleared, they will be keeping a track of battery depletion and they will discuss with physician if they still feels it is shorter than usual. Ultimately there are no immediate actions planned to resolve the anecdotal issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant had not been holding a charge and would drain quickly. The patient noted that this had progressed and she couldn¿t connect the recharger to the implant at all. The patient saw the reposition antenna screen and was directed to their healthcare provider and manufacturer representative to discuss rebooting the implant. The patient explained they needed the implant restarted to be able to enter MRI mode. Additional information was received from the patient. It was reported that the circumstances that led to the issue were an auto accident and a few falls. The issue was not resolved. Additional information received from a manufacturer representative (rep). It was reported that the battery was depleting faster than normal. The device had been overdischarged at least once. Since the patient noticed the issue after an overdischarge, it is assumed the overdischarge caused the issue. No further complications were reported.